Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the emergency room. Upon review, the right atrial lead exhibited loss of capture, low pacing impedance and under-sensing. Bradycardia was noted. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.